Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing driveline fault alarms which have occurred on four different system controllers. The alarms are not able to be reproduced when the external driveline is palpated or when the patient is in a specific position. Log files for the system controllers were submitted to the manufacturer which confirmed the driveline fault alarms. X-ray images of the driveline were unremarkable. The alarms occur while the patient is sitting and when the patient was in bed. The patient is asymptomatic. Interrogation of the system controllers found that no hazard alarms have occurred and the pump speed has not gone below the set low speed limit. No pump stoppages were recorded. On (B)(4) 2015, the manufacturer's technician performed a percutaneous lead distal end repair. The driveline fault alarm reoccurred one hour after the repair. On (B)(6) 2015, the patient underwent a pump exchange.

Manufacturer narrative:
Approximate age of device: 4 years, 6 months. The explanted device was returned to the manufacturer for evaluation. The report of driveline fault alarms was confirmed. The percutaneous lead (lead) exhibited an apparent partial fracture of the pump end bend relief at the pump housing. The lead had been cut approximately 11 inches from the pump housing and the severed portion was not returned. Visual inspection of the pump end bend relief revealed a slightly rippled surface on the silicone consistent with fatigue failure. The bond between the silicone adhesive and the bend relief appeared intact. The evaluation did not reveal any defect or damage that may have contributed to the bend relief fracture. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found the insulation of each wire to be intact. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Manipulation of the wires caused the orange and yellow wire insulation to elongate at the pump housing due to breakdown of the inner conductors. Examination under a microscope showed the insulation of both wires to be intact but all of the inner conductors had fractured. Manipulation also caused the green wire to elongate and completely fracture. The black, brown and red wires appeared unremarkable. All of the observed wire damage appeared to be the result of repetitive flexing. No further information is available. The manufacturer is closing its file on this event.